Manufacturer narrative:
Investigation results: device analysis findings: nc emerge mr, ous 2.50mm x 12mm was returned for analysis. Visual and tactile inspection found no issues were visually identified on the hypotube profile. No issues were visually identified on the shaft polymer extrusion profile. A microscopic examination of the balloon identified a tear in the balloon material 6mm from the distal tip (4mm in length). Distal tip showed no signs of damage. A microscopic examination of the distal and proximal markerbands identified no damage. The device was attached to an encore inflation unit and inflated to rated burst pressure, 20 atmospheres, however a leak was detected. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of adverse event related to patient condition as the reported that during the procedure, inside the patient, the balloon burst due to severe calcification. This code was selected as the most probable complaint cause based on the information available. The reported balloon burst was confirmed during returned product analysis with a tear in the balloon identified.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, the balloon rupture due to several calcification. The device was removed and completed the procedure with a different device. There were no patient complications. Patient was in good condition.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, the balloon rupture due to severe calcification. The device was removed and completed the procedure with a different device. There were no patient complications. Patient was in good condition.